Event description:
The patient felt electrostatic discharges when she was in contact with various things such as plugs, switches, and flatirons. It started since she underwent an operation for her shoulder. The ins had reset. The ins now works correctly (impedances ok and no end of service). The patient was in no pain; the parameters of her stimulation were correct. There was no undesirable stimulation outside her painful areas. There were no current leaks. An explanation could not be found for those discharges. The patient experienced no harm/injury and was okay.